Event description:
The customer reported that when the iabp was powered up in preparation for use on the patient, they received an "electrical test failure code #58 (power - up vent test failed)". The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. Verified in fault log along with (B)(6) entry. As a precautionary measure, the manifold drive was replaced (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).